Event description:
New information notes that the patient expired due to a tear of the svc and possible tear of the atrium occurred during rv lead extraction procedure.

Event description:
It was reported that during routine follow up, externalized conductors were observed via fluoroscopy. The electrical function of the lead was observed and tested and no anomalies were detected. The lead will continue to be monitored. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.